Event description:
A hyperform balloon was being prepared for use in an unk procedure. It was reported after several balloon inflation/deflation, physician was unable to deflate the balloon. The balloon was successfully deflated when withdraw the guidewire. No complications were reported to have occurred with the pt during this event.